Event description:
It was observed that during the device inspection, the gastrointestinal videoscope had foreign objects in the nozzle. There were no reports of patient involvement. Additional details relating to the patient and the event have been requested, but no response has been received at this time.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3 and h6. Corrected data: b5, e1. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The legal manufacturer was unable to confirm whether the customer's reprocessing steps were completed as per the device instructions for use. Based on the results of the investigation, olympus confirmed foreign material remained in the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. The foreign material residue point was not deformed. The event can be prevented by following the instructions for use which state: IFU states that detection method in gif/cf/pcf-290 series operation manual, "chapter 3 preparation and inspection". IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual, "chapter 5 reprocessing the endoscope (and related reprocessing accessories)". Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, the gastrointestinal videoscope had foreign objects in the nozzle. There were no reports of patient involvement.